Manufacturer narrative:
Investigation conclusion: a review of the DHR of the qv sars pouch lots manufactured with the reported kit lot shows that the lots met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Reports 6 false positive results comparted to other rapid antigen test. Patient symptomatic with sore throat. No apparent adverse event. Report 6 of 6.